Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that 4 days after the pump being implanted, the patient's power increased and his pi had dropped to 2.8. The patient is currently on tah anticoagulation protocol including heparin and coumadin, and the patient's inr was at 1.0. The patient was asymptomatic, maps and heart rate (hr) were the best they had seen that day and the patient was resting comfortably with no indications of heart failure. The patient had no signs of bleeding or infection. Additional information was received from the vad coordinator 8 days later that the patient's powers were still up and the pis were down. The patient's anticoagulation was being monitored by thrombelastograph (teg), and his urine was fine. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of power elevations was confirmed based on the manufacturer¿s evaluation of the patient¿s historical log file data submitted for analysis at the time of the event. However, a direct correlation between the device and the elevations in pump power could not conclusively be determined as the pump was not available for analysis. A review of the complaint history indicated that, four days prior to this reported event, the patient had undergone a pump exchange to another lvad (reference MFR¿s medwatch # 2916596-2013-01149). During the pump exchange, the inflow cannula and outflow graft were not exchanged: the surgeon had reportedly visualized the inflow cannula and the outflow graft was flushed. The hospital continued to manage the patient medically and no further related events were reported. The patient remained ongoing on lvad support and approximately 2 months, 15 days later, a heart from a donor became available and the patient was successfully transplanted (reference MFR¿s medwatch # 2916596-2013-01740). The hospital reported that the explanted pump was not saved for analysis. A review of device history records showed no deviations from manufacturing or qa specifications. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Although a device-related cause for the elevation in pump power could not be determined and no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling outlines power elevations and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information is available. The manufacturer is closing its file on this event.